Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of water ingress and indeterminate contaminant, indeterminate yellow contaminant and indeterminate white/green object in the rear panel, back side of sd card flip door, exterior of front panel, air inlet of blower box, top of blower and within blower box. The manufacturer also found evidence of white, brown and grey dust-like contaminants, hair-like objects, indeterminate black particles and black residue consistent with keratin in the top of blower box, air inlet, inside bottom enclosure, blower outlet and on blower outlet seal. The manufacturer found no evidence of contamination. The device's event log was reviewed by the manufacturer and found the error log showed 2 instance of: e-101 and e-22. The manufacturer concludes the contaminates found were consistent with water ingress with mineral and indeterminate white, black, brown and grey particle, dust, hair like objects and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.